Event description:
My wife uses an abbott libre 3 plus continuous glucose monitor. She recently received abbott's email notifying customers of a manufacturing defect in certain serial numbers, causing false low glucose readings. Using abbott's tool for checking the serial number of the monitor she is currently using, we were relieved that it was "not affected". However - it, too, is reporting false low readings! The specific s/n of the supposedly good unit is (B)(6). When the low glucose alarm triggered, it reported "53" - but a finger-stick reading at the same time was more accurately reporting 104 (normal). Last night, with the alarms turned off so we could sleep, the app recorded numerous low readings - all of which are likely incorrect. Important note: these failures seemed to be related to abbott's "improved model", when they switched from libre 3 to libre 3 plus. While their email admitted to a manufacturing problem with certain models, I suspect that it may actually be a fundamental design defect. The comparison with a finger-prick one touch test strip gave a reading of 104 mg/dl.